Event description:
It was reported that a plunger error occurred before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "during use of the syringe, the tip of the plunger partially detached from the plunger rendering the syringe unusable."

Manufacturer narrative:
H.6. Investigation summary: two photos and one loose 5ml syringe in an opened blister pack from batch 8161744 (p/n 309649) was received and evaluated. It was observed the thumb rest was almost completed broken off, which was rejectable per product specification. Potential root cause for the damaged plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8161744 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger error occurred before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "during use of the syringe, the tip of the plunger partially detached from the plunger rendering the syringe unusable."